Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a drg lead and drg ipg revision, on (B)(6) 2023 [manufacturer report number: 1627487-2023-03789], the l5 lead was stuck in the epidural space and as the physician did not want to have a dura tear, the physician opted to leave the l5 lead fragment implanted.